Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this device had decreased by two years within the last six months. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of the data determined this device is exhibiting an increase in power consumption due to high rate atrial sensing, at an average rate of 268 bpm. High rate atrial sensing can cause an increase in power consumption. A technical services consultant discussed possible reprogramming options to preserve battery longevity including programming the device to a non-atrial based pacing mode, and to turn off sensing on the right atrial (ra) lead. This device remains implanted and in service. No adverse patient effects were reported.